Event description:
It was reported that the deep brain stimulation (dbs) patient experienced more frequent charging of their implantable pulse generator (ipg). Troubleshooting and replacing the charging device did not resolve the issue. Analysis of the patient's database revealed the ipg appeared to deplete faster but could not determine the cause. The patient underwent a revision procedure wherein the ipg was replaced. Additional information received that the patient did well postoperatively and charging issues resolved.

Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed upon receipt. It successfully completed a full charge cycle within four hours; however, it rapidly depleted, preventing it from passing the functional test. Subsequently, the ipg was dissected for further investigation. Internal electrical measurements revealed excessive sleep current and unexpectedly low resistance at a node where high resistance was anticipated. These findings confirm damage to the application-specific integrated circuit (asic) chip. Such damage is typically associated with exposure to external high-voltage or high-current transient sources. The analysis validates allegations of frequent ipg charging, which was likely due to unintended use error. Additionally, a thorough review of the labeling was conducted, revealing no anomalies.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced more frequent charging of their implantable pulse generator (ipg). Troubleshooting and replacing the charging device did not resolve the issue. Analysis of the patient's database revealed the ipg appeared to deplete faster but could not determine the cause. The patient underwent a revision procedure wherein the ipg was replaced. Additional information received that the patient did well postoperatively and charging issues resolved.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced more frequent charging of their implantable pulse generator (ipg). Troubleshooting and replacing the charging device did not resolve the issue. Analysis of the patient's database revealed the ipg appeared to deplete faster but could not determine the cause. The patient underwent a revision procedure wherein the ipg was replaced.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately a year and a half prior to (B)(6) 2024.